Event description:
Patient submitted report through new world medical contact us page. Reported pain following surgery.

Manufacturer narrative:
Patient was instructed to communicate with their physician regarding outcomes and expectations for surgery. Physician will contact nwm for additional information or concerns. No serial number was provided for review of production lot documentation. No device available for evaluation. No issues could be confirmed.